Event description:
It was reported the control module was returned for upgrade or modification. No further info is available. No reported pt consequence.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: software modified, electrical and mechanical upgrades performed and the vso was replaced. After servicing and upgrades, the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.